Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00032. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenoscope's biopsy valve had a blockage, and the brush could not pass through. This caused a prolongation of 30 minutes or greater during a diagnostic endoscopic retrograde cholangiopancreatography that was completed using an olympus backup device. There were no reports of further patient harm.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00032. This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: d8, d9, e4, h3, h4 and h11. Corrections to b1, b2, h1, h2. This event was initially conservatively reported as a serious injury; however, there is no evidence the patient suffered any serious injury or adverse effects from the prolonged procedure. Olympus made multiple attempts to receive more information from the customer without success. Thus correcting b1, b2, and h1. B1 should not be marked as an adverse event but product problem only, and b2 should not be marked at all. H1 should also not be marked as serious injury but malfunction instead. The device was returned for evaluation; the device underwent a visual inspection and functional tests to assess the device status. Service was able to confirm that there was a blockage in the biopsy channel. Furthermore; the foreign material could not be analyzed as the substance was not available for sampling. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure due to blockage identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.